Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states user has had issues with chair slowing after about 2 hours of starting to use it. Initially the batteries were replaced, but the issues still occurred. MDR filed.